Event description:
It was reported that there was a right ventricular (rv) lead warning and polarity switch due to high impedance. The rv lead impedance has been increasing over time. The rv lead polarity was reprogrammed back to bipolar and the lead remains in use. It was noted that the lead will be checked more often. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).